Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a confirmed overdischarge and it was the first overdischarge. A physician mode re charge (pmr) was performed and successfully reset the device. A power on reset (por) occurred. The error code that accompanied the por was 0x2608, and the por was successfully cleared. The implantable neurostimulator recharger (insr) was not charging. The connector pin had been bent for the "past couple/few of years." The patient was in overdischarge at the time of the report and they were trying to get the implantable neurostimulator (ins) charged up. No actions were required as a result of the event and no diagnostic testing or troubleshooting was performed. The patient had personal life events that kept the patient from being able to recharge. Patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. The patient was then receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-28, lot# l38208, implanted: (B)(6) 1996, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device was implanted in 2011 and quit working 2012. The patient wasn¿t sure why it quit working, she wasn¿t sure if she recharged the implantable neurostimulator (ins). A communication problem was reported. An ins over discharge was suspected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.